Manufacturer narrative:
The intellanav stablepoint open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint; consequently, confirming the reported complaint.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the ablation to treat premature ventricular contraction. It was reported that the prior to ablation the physician found the catheter's tubing set was broken. It was impossible to flush the catheter. The device was replaced with a new one from the same model and procedure was completed successfully. No patient complications occurred. The device has been retuned for analysis. Additional information was received. It was reported that the tubing that goes into the catheter is torn at the point where it connects to the catheter's flushing port.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the ablation to treat premature ventricular contraction. It was reported that the prior to ablation the physician found the catheter's tubing set was broken. It was impossible to flush the catheter. The device was replaced with a new one from the same model and procedure was completed successfully. No patient complications occurred. The device has been retuned for analysis. Additional information was received. It was reported that the tubing that goes into the catheter is torn at the point where it connects to the catheter's flushing port.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the ablation to treat premature ventricular contraction. It was reported that prior to ablation the physician found the catheter's tubing set was broken. It was impossible to flush the catheter. The device was replaced with a new one from the same model and procedure was completed successfully. No patient complications occurred. The device is expected to be retuned for analysis.